Event description:
It was reported that the 9800 system had a motion error during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The motion control unit was replaced and the motion was calibrated during the service call. The system was tested and found to be working as intended and put back into service.